Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a battery issue was confirmed. The root cause was attributed to a depleted main battery. The main batteries and battery harness were replaced to repair the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a battery depleted alarm and discovered this event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is 6.13.92.